Event description:
Caller states the pt tested 3.8 inr on the coaguchek s system while a comparison lab returned as 2.5 inr. Pt received unk treatment based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.